Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix issue. The helix was extended, retracted and was tested five times looking for adequate thresholds without an adequate measurement found. Furthermore, the physician opted to use another lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the helix difficulty allegation was confirmed and a helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. The high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Noted visual inspection showed bunched insulation and deformed conductor coils throughout the lead body. This is consistent with the lead being placed through a constricted area. A line of code was added for each observation. The prolonged surgery as reported impact code was addressed with the same as-analyzed coding as the helix difficulty issue.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix issue. The helix was extended, retracted and was tested five times looking for adequate thresholds without an adequate measurement found. Furthermore, the physician opted to use another lead. A new lead was implanted. No adverse patient effects were reported.